Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new device exhibited no sensing, loss of capture and high pacing lead impedance after connecting to the right ventricular lead. The device was replaced with another new device and able to obtain normal electrical measurements. The patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. Analysis was normal. No anomalies were found.